Event description:
The customer reported the ventilator's backup battery was not functioning and the ventilator failed during a power disruption while in use on a patient. The customer reported there was no patient harm. Upon evaluation, the manufacturer's service technician reported the battery required replacement. The service technician replaced the battery to address the finding. Applicable final testing was completed and passed per operating specifications. Review of the ventilator diagnostic log history noted that when the ventilator was powered on by the user it displayed a message 'backup battery not connected', indicating to the user that the battery in place for backup power had a low capacity for use. This is being reported as a user error. Proper care, maintenance and testing should be performed when using battery power sources.